Event description:
Upon receipt of the product for another complaint, in the bag from the hosp was also a cannula with a split c-ring and a short port with a silicone burst. The reporter was not aware of these additional device failures. The products were returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the cannula was received with half of the c-ring and the entire scope wash tubing detached and not received. There was some evidence of blood. Based upon the visual observations, the reported complaint for "c-ring detached" was confirmed. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).